Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
There were 10 patties to a rope in the box and 2 without. On the packaging it says mentioned surgical patties (B)(6) 2015 in response to if the event occurred during surgery, caused adverse events, delays over 30 minutes or the actions taken to resolve the issue the rep answered: dear all, we cannot answer the questions because we do not have a contact person in the hospital who was present during this complaint. We only received a product with a letter.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the manufacturing lot traveler was pulled and reviewed for lot 612707. All information on the traveler indicates that the product was produced within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. All pull tests (which ensure proper bond between the string and pattie) were reviewed and found to be within acceptable limits. The minimum pull strength specification is 2.0 lb and the alert is 3.0 lbf and all product was found to be above the alert limit. Operators are trained to inspect the stack of patties for proper weld. Machine's welding performance is tested every hour to verify proper welding. During regular production the machine must have been interrupted creating a nonwelded pattie. Operators are trained to throw away all product that has been produced at this time. A retraining with the operator was done to inform the operator of this occurrence. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.